Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an adverse event that occurred on (B)(6) 2015. Patient stated that the continuous glucose monitoring (cgm) system was not reading accurately. Patient's cgm displayed a blood glucose (bg) of 5.6mmol/l but the patient was actually at 2.4mmol/l. Patient was found in a comatose state by her family and it took 25 minutes for the patient to recover consciousness after being injected with glucagon. Patient was not taken to the hospital. Patient and her family were on vacation and miles from the nearest hospital. No additional event or patient information was provided.